Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation),d9, h3, b3.

Manufacturer narrative:
Another contact information: (B)(6). Due to characterization limit e1 event site name: (B)(6). It was reported that the balloon catheter fiber optic sensor wasn¿t reading during patient use. No harm or injury to the patient was reported. Fse checked the fos and looked fine. No cracks. Tested the connector with fos tester and device reading was tested multiple times and could not reproduce reported issue. Performed complete checkout of the device.

Event description:
It was reported that the balloon catheter fiber optic sensor wasn¿t reading during patient use. No harm or injury to the patient was reported.